Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: complaint from customer: "we have been experiencing a very low volume "beeping alarm" emitting from the back of the c6. We were able to correlate it the intellicuff. It did register in the alarm history as 2 different messages, one was usb lost to intellicuff (perhaps not exact verbiage). The other was an unable to read cuff pressure. I am getting a screen shot sent to me tonight of the history and will share tomorrow. Also I will get the serial number for this vent as well. We just stopped using the feature and went to manual cuff pressure reading. No patient harm, no loss of cuff pressure, etc."